Event description:
Pt had uneventful repeat cesarean using "on-q" pump for pain relief. Required reoperation due to oozing from subcutaneous tissue presumed subsequently due to "on-q" pump since no bleeding source identified.